Event description:
Pt walking precor 9.5 sp treadmill. Treadmill speed independently increased which caused pt to fall. Injuries sustained were the following: facial trauma, lip lacerations, shoulder trauma, right shoulder dislocation and nasal fracture.